Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation (B)(6) (australia) informed cook that on 31mar2023 the wire guide in a wayne pneumothorax set (rpn:c-utpt-1400-wayne-112497-imh ; lot 14934893) had unraveled. When attempting to remove the wire guide from the catheter, the wire guide unraveled. The entire chest drain and wire guide were removed and no unintended section of the device remained in the body of the patient. A new chest drain was inserted to complete the procedure. An attempt was made to insert the new device into the tract already made. No adverse effect on the patient was reported due to this occurrence reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection, functional test, and dimensional verification of the returned complaint device, were conducted during the investigation. One used catheter with the wire guide lodged inside the catheter was returned to cook for evaluation. When attempting to remove the wire guide, it began to unravel. The inner safety wire was exposed at approximately 66cm from the distal end. The returned .0376" wire guide was measured to be within specification. A different .038" wire guide was used to test the catheter. The .038" qc checker went through fine, except for a slight catch on the tip of the catheter while it was curled. The wire guide still pulled through and there was no damage to the wire guide. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14934893 and the related subassembly lots revealed one related non-conformances for difficult to wire shaft. All non-conforming material was scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use ¿7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. 9. Remove the wire guide and catheter obturator.¿ the information provided upon review of device master record, product labeling, device history record, and device failure analysis, does not indicate the device was manufactured out of specification. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that the straightening obturator was removed before the wire guide. The catheter loop would have reformed, potentially causing difficulty in removing the wire guide and even separation. The wire guide could have also been damaged after insertion into the patient. However, none of these possibilities can be confirmed without additional information and/or physical examination of the complaint device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): phone: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the wire guide of a wayne pneumothorax set unraveled during use. No unintended part of the device remained inside the patient's body. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Event description:
In additional information received on 03may2023, it was reported that the wire guide unraveled as it was being removed from the catheter. It was confirmed that no unintended section of the wire remined in the patient's body, as the guide was removed along with the entire chest drain. A new chest drain was inserted to complete the procedure. An attempt was made to insert the new device into the tract already made.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.